Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the first stitch during the closure of the peritoneum in a laparoscopic promontfixation, the needle loosened and fell into the patient's abdominal cavity. Another needle was used to complete the case. The surgical time was extended 30 minutes or more due to the product problem.